Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The visual and x-ray examination of the lead found the inner coil over torqued and the outer insulation twisted consistent with procedure damage. The cause of the reported event of twisted outer insulation was consistent with procedural damage.

Event description:
During the implant procedure, the right atrial (ra) insulation was observed to be twisted. The event was resolved by replacing the ra lead. The patient was in stable condition.